Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported a failed battery test alarm. She stated she had tried three different types of batteries and the alarm persists. The customer's blood glucose was 167 mg/dl. Troubleshooting did not find any damage to the battery compartment. The customer was advised to clean the battery cap contacts. No additional information provided.